Event description:
It was reported that a cartridge alarm 20 occurred during pumping. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and a replacement with updated software would be sent to the customer, who would temporarily use multiple daily injections as backup therapy. The customer was instructed on how to store the faulty pump before returning it to tandem, with further guidance on the necessary steps upon receiving the new pump.